Manufacturer narrative:
H4: the lot was manufactured from february 12, 2021 to february 14, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which revealed a leak at the lower right front side of the bag and in close proximity to a leak observed at the back side of the bag. Magnification verified a tear/hole at the lower right front side of the bag and a tear/hole at the adjacent area in the back side of bag where the leaks occurred. The reported condition of leak was verified. The cause of the condition could not be determined; however, the probable cause is customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the side of the bag. This was noticed during setup and preparation of the bag. Scissors were used to cut the overpouch. The bag contained ropivacaine 0.2% and fentanyl 2mcg/ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.